Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose level was 155 mg/dl. Customer states insulin pump also had motor error. Customer reports they were able to clear the alarm. Customer not able to complete insulin pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm or unexpected restart alarm noted during testing. Device passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.